Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product (B)(4).

Event description:
A doctor reported that during a procedure the knife was dull and would not make the paracentesis. The incision was made by using an alternate knife. There was no harm to the patient. Additional information received from company representative indicated that five separate knives were tried on this one patient.

Manufacturer narrative:
Supplemental medical device report (smdr) # 02 is being filed to correct the date on the initial report, filed earlier. Incorrect date of 11/2/2017 is being corrected to 11/21/2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Four opened knives were received with foam tip protectors in trays for the report of dull. The samples were visually inspected and were found to be conforming. Functional testing for penetration was then performed and was also conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(6) additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. (B)(4).